Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081927) on 31-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), ascorbic acid; betacarotene;biotin; calcium lactate; choline bitartrate;chromium nicotinate; colecalciferol; cyanocobalamin; dexpanthenol; dl-selenomethionine; folic acid; inositol; magnesium lactate; manganese gluconate; nicotinamide; potassium citrate; potassium iodide; pyridoxine hydrochloride; retinol palmitate; riboflavin phosphate; thiamine hydrochloride; tocopheryl acetate; zinc gluconate (multi vitamin & mineral), calcium, diclofenac, ergocalciferol (vit d), fluoxetine hydrochloride (prozac), oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required) and experienced adverse event ("having issue with my health"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: serious injury criterion: required intervention, disability/permanent damage were reported, but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.